Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, the customer reverted to alternate method of insulin therapy. Customer's blood glucose ranged from 123-190 mg/dl.